Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Specificity testing was performed on a retained kit and the lot met all specifications. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. No known impact or consequence to patient this report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the u.s., havab-g, list number 6l27. An evaluation is in process.

Event description:
The customer observed a (B)(6) havab igg result on the architect i2000sr analyzer. The following data was provided: (B)(6) 2014 sid (B)(6) initial: (B)(6). Repeated on another technique (vidas) less than 15 miu/ml (negative). On (B)(6) the patient was rerun and the result still came out to (B)(6). There was no impact to patient management reported.